Event description:
The customer reported a black particle approximately 2 mm in size was observed inside the patient and was thought to be a detached foreign material from the scope. This was found during a diagnostic cystoscopy procedure. It involved an olympus cysto-nephro videoscope. The black particle was retrieved from the patient's body and was observed onsite, and it was noted to be soft in texture. There was no delay in procedure and no patient injury reported. The procedure was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The faulty component or foreign matter believed to have contributed to the occurrence of the customer's indicated event could not be identified from the repair inspection results. During the joint inspection, the insertion tube, bending section, and bending rubber were visually examined and confirmed to be intact, with no evidence of damage, peeling, cracking, or material loss observed. A root cause or probable cause could not be identified as no information regarding the cause of the foreign matter adhesion or details about the foreign matter itself was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.